Manufacturer narrative:
The device was not returned. The manufacturing records were reviewed and no non-conformities were found. Based on the report, the event was likely related to the procedure.

Event description:
It was reported to nevro that the patient experienced extreme pain shortly after trial procedure. The leads were removed and the patient was discharged. The patient has recovered without sequelae and there was no report of further complication.